Event description:
Spontaneous. Pt reported she was getting no disposable pump won't run error. Patient switched pump, still got the same error. Patient then did a new cassette, went back to first pump, and pump is functioning now. Patient had malfunctioning cassette as new cassette is now working fine in her pump. Patient could not find lot number on cassette. She does not have the packaging that the malfunctioning cassette came in. She will keep malfunctioning cassette in case she needs to send to manufacturer. No other information known. Prescriber has not been notified has a cassette incident happened within the past 6 months? No. Has patient reported pump malfunction with the past 6 months? Yes. No nursing re­-training is needed at this time. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? Yes. Did we [MFR] replace the cassette? No. Did the patient have additional cassettes they were able to switch to? Yes if yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved. Resolved? Yes, ongoing? No. Reported to (B)(6) by: patient/caregiver.